Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye. The patient has reported dissatisfaction with the near vision capabilities of the lens, which has significantly impacted his ability to perform work-related tasks as an accountant (patient is disappointed on near point). A replacement lens of different model drn00v, but of the same diopter as the original lens was implanted. On (B)(6) 2025, it was reported that the patient is very happy with the exchange. No capsule tear, no unplanned vitrectomy, no sutures and no medications outside the regular standard of care was required. The original lens will not be returned. No further information was provided.

Manufacturer narrative:
Section h3 (no): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.